Event description:
A customer reported that their AED's asi flashing red, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. Troubleshooting of the AED with the customer identified that once a new battery was installed the AED was functioning as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.